Event description:
It was reported, to medtronic minimed. That the customer, experienced high blood glucose. The customer reported, blood glucose value of 550 mg/dl. The customer was using pen therapy. The customer reported, hyperglycemia. Hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit. Troubleshooting was performed. The event involved product(s) unk_inpen. Customer has not been using the insulin pump system within 48hrs of reported high bg event, due to pump or product issue. No further patient complications were reported. No product return is required for unk_inpen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided, due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer used a normal pen. A medtronic device was not in use at the time of the event.